Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
B5 - lens was explanted and replaced on (B)(6) 2023 with a longer lens. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: 1 similar complaint: claim# (B)(4). (Fellow eye). Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vticm512.6 implantable collamer lens of a -7.0/1.0/105 (sphere/cylinder/axis) was implanted into the patient's right eye (od). Low vault and refractive miss were reported.